Event description:
Device malfunction: stretched stent deployed in unintended site. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right superficial femoral artery stenting procedure, a selfx stent delivery system was placed into the vasculature. There was some difficulty pulling the outer shaft to deploy the stent; however, the distal portion was deployed. Further attempts were made to finish deploying the stent causing the stent to stretch. Eventually the stent was deployed into an unintended location. There were no adverse pt effects reported. A procedure is planned for the future to stent the intended site. Although requested, there is no additional info available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.